Event description:
On (B)(6) 2015 it was reported that the serial cable was giving a "failure to open port" message. No patients were affected. A new cable was shipped to the site. The usb cable was returned for product analysis on 09/10/2015. Product analysis is currently underway and has not yet been completed.

Event description:
Product analysis was completed on the usb cable on 10/05/2015. A disconnected wire connection in the returned serial cable was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.